Manufacturer narrative:
The external pulse generator (epg) failed incoming functional testing. The device failed the "pace pulse noise" test. The main printed circuit board (pcb) was out of electrical specification. All found defective parts were replaced and all other identified issues were resolved. Additionally, the firmware was updated in accordance with the ongoing field corrective action. The device passed final functional and system tests. No other anomalies were found. Non-healthcare professional. This device was reported as included in the field action noted but returned product investigation found the device did not perform as described in the field action. The device is no longer included as part of the field action. If information is provided in the future, a supplemental report will be issued.

Event description:
The external pulse generator was returned to the company service department in accordance with instructions affiliated with an ongoing field corrective action and subsequently tested out of specification during manufacturer's analysis. There was no patient involvement.

Manufacturer narrative:
Failure analysis was performed on the main board. Visual inspection: no anomalies. Benchtop analysis: assembled into a golden unit. Ran on the automated test console. Failed pace pulse noise at 181.49 mvpp, acceptable range is between 0 to 150 mvpp. Powered up on the bench and observed with an oscilloscope using a 500o load. Measured pace pulse noise at 88.46 mv. No logging data was available. Conclusion: no defect found. If information is provided in the future, a supplemental report will be issued.